Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. H6 code of 4581 was chosen to capture the event of buried bumper syndrome. Buried bumper syndrome is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient underwent an endoscopy during which an attempt was made to remove the internal retention plate from the stomach with a knife. It was reported that the attempt was unsuccessful due to not being able to reach the plate. It was reported that an attempt is made from the outside, and the tubing came off the plate leaving the internal retention plate buried in the mucosa. The patient was hospitalized, and will be evaluated for surgery for removal of the internal retention plate, after which the patient will receive a new peg tube once the gastric mucosa is healed. It was reported that the patient was administered IV augmentin 1 gram every 8 hours.